Event description:
The reporter called and alleged discrepant results when compared to a lab. The device result reported was >8, >8 and 7.7 inr. The corresponding lab result reported was 4.2, 4.1 and 3.2 inr.